Event description:
3/32 drill bit broke off in right knee (tibia). The surgeon did not remove drill bit piece because it would disrupt the tendon repair already completed and is similar to placing a screw in the bone.